Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on (B)(6) 2016, a medtronic representative, went to the site to test the equipment. During troubleshooting, the pfc1000 board did not have 400vdc output. A new board was ordered and installed, but this did not resolve the reported issue. The pfc 1000 pcba board was returned to the manufacturer. An evaluation is in progress.

Event description:
A site representative reported that when turning on the imaging system, the image acquisition system (ias) battery charge light was not lit. The x-ray and motion battery indicator bars were still scrolling when the system was plugged into an outlet. When unplugged from the outlet, the x-ray battery indicator bar did not contain any bars, showed as depleted. The issue was discovered when turning on the system for the day, no patient present.

Manufacturer narrative:
Investigation of returned suspect pfc board was unable to replicate the reported issue due to the damage to the device. Testing was unable to confirm reported complaint, failed bench test. 380 vdc voltage output passed, fans not functional due to broken fan wire connection. The returned component was found to have physical damage.

Manufacturer narrative:
Device manufacture date provided.